Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient reported being hospitalized due to inaccurate cgm readings. However, the patient refused to provide any further event details. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 02/17/2024. It was reported that the patient was in the hospital for 3-4 days. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).